Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges inaccurate insulin delivery when there is less than 100 units of insulin in the cartridge. No adverse event reported. No product will be returned due to custom and legal issues in russia.